Event description:
Procedure: dual chamber ppm implant. Ra pace/sense lead placed in ra, helix advanced. However, upon attempting to connect lead to pulse generator - lead connects - tip noted bent. Helix was retracted and lead removed. Different lead placed instead.